Manufacturer narrative:
This complaint is reportable on the basis of the reporting precedence established for this product family for a partially deployed stent removed from the patient; regardless of patient outcome. This complaint is reportable on the basis of the reporting precedence established for this product family for a partially deployed stent removed from the patient; regardless of patient outcome.

Event description:
During the procedure, the device broke. Additional information confirmed that a crunching noise was heard when the stent was 10/20% deployed in the patient. The device stopped working and the partially deployed stent and the delivery system were withdrawn from the patient. It was noted that the directional button was not fully engaged by the user.